Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the uncomfortable stimulation was the pain in the right leg. They had to remove the device. They had a visit with their hcp and had the device removed to get a magnetic resonance image (MRI). It was noted that the uncomfortable stimulation was resolved and the patient had right leg pain. They had an x-ray taken of their ankle and hip. It was noted that the pain had not resolved and they had an MRI scheduled for the week after the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported using stimulation now causes uncomfortable stimulation and discomfort. Patient had tried using stimulation at the same amplitude level as before (1.2v). Patient turned stimulation off because of the uncomfortable stimulation and because their symptoms have been controlled by medication. Patient will follow up with their healthcare provider (hcp) regarding uncomfortable stimulation. Family member reported the patient went to the ER on (B)(6) 2017 due to extreme pain in the patient's right leg from the ankle to their thigh and the patient could not put pressure on their leg. The pain was not near the ins at the time, but it has moved to above the ins in the patient's middle-right lower back. Cause of the pain is unknown, but the patient says the pain is better when the ins is off. Patient has not had any falls or trauma and has taken aleve and ibuprofen for the pain.